Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was upload and found a bolus that they did not program. The bolus delivery happened during night while the customer was sleeping. The blood glucose reading at time of call was 298mg/dl. The father stated that all the boluses are also programmed to the max bolus of 25.0 units and are listed in the bolus history. The caller believes that the insulin pump is not delivering the boluses because his son did not wake up while the blood glucose was low. The father stated that his doctor recommended having the device replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.